Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6(b), g2, h6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side capsular contracture, baker grade IV (confirmed by physician). Healthcare professional reported rupture and seroma. The device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.